Event description:
Complainant alleged that while attempting to treat a patient (age&gender unknown) the device shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This followup medwatch report is reporting the evaluation of the device. This followup medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; upon visual evaluation extensive damage was observed consistent with user mishandling. Several panels and fittings were replaced due to the observed damage the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant indicated that after being setup for use but prior to pt involvement, the device shut down. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.